Event description:
It was reported that the patient developed a staph infection that started in the battery site and traveled into the midline incision and into anchors. Symptoms of fever, redness and inflammation. A stitch pooped through the skin was the cause on the infection. The patient was placed on antibiotics. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 779784, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7156421/7158117, UDI: (B)(4), UDI: (B)(4).